Event description:
The device crt display "bloomed out" and blanked while monitoring a pt. According to the rptr, the event did not adversely affect pt care.

Manufacturer narrative:
Except as provided by 21 cfr 803.56, co does not intend to submit additional information on this event to FDA.